Event description:
It was reported that the needle mechanism had fully deployed before the Pod was able to be used. The patient tried to activate the Pod but it was not connected with the controller and the patient mentioned that the Pod actually deployed the cannula even when they did not complete the activation process. No impact to the patient's glucose level was reported. The Pod was not worn. A new Pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS,Omnipod Software App Version: 2.2.1,Operating System: 26.5,Hardware: iPhone17.4,CGM Sensor Type: Dexcom G6.The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.